Event description:
Had problem with air in disposable kit used with ecp treatment during collect. Whole blood processed (wbp)=447ml, ns volume=115ml and ac volume=182ml. Treatment aborted and manual return completed to return all volume back to patient.kit sequestered and to be returned manufacturer.